Event description:
Tingling [paraesthesia], hypoglycaemia [hypoglycaemia]. Case description: this spontaneous case received from the united kingdom, reported by a pharmacists as "hypoglycaemia and tingling", conerns a 29-year-old male patient treated with novorapid penfill (fast-acting insulin aspart) 50 lu daily 01-apr-2006 and ongoing for diabetes mellitus insulin-dependent. On 03-apr-2006, the patient developed blurred vision and a feeling of tiredness and pins and needles in his arms and legs following his injection of novorapid at lunchtime. The patient's blood glucose level was 7.3 mmol/l. On 04-apr-2006, the patient developed blurred vision and a tingling sensation all over his body following his injection of novorapid at lunchtime. The patient did not check his blood glucose level. On 05-apr-2006, the patient collapsed at his workplace. The paramedics were called and they measured his blood glucose level to 1.3 mmol/l. They treated the patient with a glucagon injection and the patient was given oral glucose. The patient's novopen 3 was replaced and he was switched to a new batch of novorapid. The patient's blood glucose levels returned to normal and the pt recovered completely. Company comment: there is considerable variability in the prominence of different symptoms between patients, and the same individual often experiencea a different range of symptoms at different times. In those with a relatively short duration of diabetes, symptoms caused by activation of the autonomic nervous system, such as tremor, palpitations or sweating occur before the onset of symptoms related to cerbral dysfunction that are caused by neuroglycopenia, such as drowsiness, speech difficulty, visual disturbance and circumoral paraesthesiae. (1) blood glucose level is unk at the first two episodes when the pt experienced the symptoms, therefore it is difficult to assess the casuality between the products and the reported events. This case was initially received on 06-apr-2006 and evaluated as non-serious. However, due to follow-up information received on 08-jun-2006, the case has been re-evaluated from non-serious to serious due to medical intervention required. 1. J.c. Pickup, g. Williams. Textbook of diabetes. 3rd edition.

Manufacturer narrative:
Frequency statement: based on review of historical data from the past 24 months, the frequency and severity of this event is below the expected occurrence for this device.